Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that there was no lead malfunction but the patient had symptoms from the stenosis of the subclavian vein. The lead was successfully removed and replaced. The patient was doing well after the procedure.